Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing hypoglycemic episodes for the past month and a half. The patient's blood glucose at the time of incident was 34 mg/dl, which she treated with glucose tablets. Her current blood glucose was 56 mg/dl. The morning of the call she woke up with a blood glucose of 156 mg/dl and it dipped to 51 mg/dl. Troubleshooting could not occur in full since the customer needed to eat to prevent a low. She did confirm that the drive support cap was normal. She also mentioned that she may have worn her pump during a mammogram or an x-ray. The customer stated that she will call back to complete troubleshooting. No products were shipped or returned.